Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was over 594 mg/dl. Contact requested tandem technical support's (cts) assistance to override the minimum fill amount of 50 units. Cts informed the contact that an override could not be done. Contact reported that "they would have to go to the hospital". Contact disconnected call with cts and did not provide further information.